Event description:
The customer was hospitalized for high dka and pneumonia. Troubleshooting was not performed. The customer does not have time to do any testing and the doctor wants to have the pump replaced. Explained to the customer the two high bg rule.